Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, a pin in the belt trunk cable connector was bent. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.